Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during use with no surgical delay. No medical intervention was required. No further information is available at this time.

Manufacturer narrative:
Visual examination of the returned product confirms the reported device fracture. Review of device history records identified no related manufacturing deviations or anomalies. The root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.